Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 100 mg/dl at the time of the incident. The customer was at 178 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was concerned about the accuracy of their basal rates. Troubleshooting was not completed as the customer would see his doctor to confirm their basal rates. The insulin pump will not be returned for analysis.